Event description:
A home patient (hp) contacted baxter's technical service center regarding homechoice (hc) therapy and reported feeling overfilled. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. The hp stated that she got off hc and felt too full so she did an ultrabag drain and drained 4 liters. The patient's last fill volume (lfv) was 1500ml. The hp stated that she did not do any bypassing. Hp stated that she did get low drain volume alarms in drain 3 and 4 but managed to successfully finish therapy. The device was returned to baxter for evaluation. The nurse was contacted by baxter. The nurse was aware of the incident stated that the patient was doing fine now. The patient was using the new homechoice machine. No patient injury or medical intervention was associated with the incident.